Event description:
"Plate and screws noted broken at 3 months films. Dr. Office considering 2nd surgery, not scheduled yet." To this date, no adverse consequences with the pt have been reported. Attempts to obtain additional details have been unsuccessful. This device is used for treatment.

Manufacturer narrative:
Device not available for eval, piece remains in pt. DHR revealed nothing relevant to the event. Generally, osteotomies are expected to heal within 6-8 weeks. Dfu warns to protect the fixation provided by the implant until complete healing has taken place. Post-op regimen must be "strictly followed to avoid adverse stresses" to the implant. A non weight bearing to feather weight (0-6 weeks) and weight bearing with crutches (6 weeks and appropriate healing confirmed by x-ray) protocol is indicated in the dfu. Plate and screws noted broken at 3 months, pt healing would have been anticipated at this time. Info regarding pt's healing and/or post operative compliance is not available. No adverse consequences with the pt have been reported. The cause of the event has not been determined.